Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system, steerable guide catheter (40904u1/22). As the clip delivery system (cds) was not returned for evaluation, an analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records/complaint history and information provided to abbott vascular. Potential causes for failure to adhere or bond to the leaflets are, but not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to grasp the leaflets) or manufacturing anomalies. As part of the mitraclip manufacturing process, all devices are subject to visual and functional inspection to verify product quality. Review of the lot history records confirmed this device passed all in-process and final inspections, including verification that the clip and its components were functioning as expected. There were no non-conformances issued for this lot that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. There were no reported device issues while functionally inspecting the cds during device preparation, which is an indication that the device was functioning properly prior to use. With respect to the patient condition, procedural conditions and/or user technique, the difficulty in grasping both leaflets may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. Based on the information reviewed, the reported difficulty grasping both the leaflets appears to be related to patient/procedural conditions and not a product quality deficiency. The patient effect of tissue damage (mitral valve injury) is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
This is being filed as a posterior chordae rupture occurred while the clip was being grasped to the mitral valve leaflet and is considered patient injury. It was reported that during a mitraclip procedure, after the clip delivery system was advanced into the left ventricle, an attempt was made to grasp the clip onto the mitral valve leaflets. The grasping of the clip to the leaflets was difficult due to a previously implanted mitral ring and the posterior leaflet was retracted. During one of the several attempts, a posterior chordae rupture occurred. An attempt was made to grasp the leaflet again, but with no success. The device was removed from the anatomy and the procedure was aborted. The mixed mitral regurgitation remained at the preprocedure grade 4. There was no adverse patient sequela. No additional information was provided.